Event description:
Ibc from pt - pump is beeping and alarming with no error message. Pt tried changing cassette and tubing and it stopped for a little while but then started alarming again. Pt switched up back up pump and did not miss a dose, no harm to pt. Will send replacement. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.